Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight; guide cath: guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The high torque balance middleweight referenced and the xience prime referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during a heavily tortuous, thrombotic, heavily calcified, 100% stenosed, proximal and mid proximal right coronary artery (rca) lesion the balance middleweight (bmw) guide wire was used for access and predilatation with a 3.0 x 8 mm non-abbott balloon dilatation catheter (bdc). A 3.5 x 18 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion and was removed without issue. A whisper buddy wire was introduced and the lesion was attempted with a 3.5 x 12 mm xience prime sds, however, the hypotube became kinked and the sds was removed from the anatomy. A second 3.5 x 12 mm xience prime sds was delivered, however, it was noted under fluoroscopy that the bmw and whisper guide wires and sds appeared to be moving together as a system; everything was removed together and during the removal the proximal shaft bent and outside the anatomy became separated. During inspection the sds hypotube was noted to have several punctures in the distal segment and a portion of wire protruding from one of the punctures. The devices were not used. A second whisper guide wire was used and a 2.75 x 18 mm non-abbott sds was advanced but was unsuccessful in crossing the lesion. A 2.75 x 14 mm non-abbott sds was delivered and deployed in the lesion; post dilated to 3.5 mm using a 3.5 x 12 mm non-abbott bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.